Event description:
I use a tandem diabetes x2 insulin pump. I changed the cartridge yesterday and loaded 300 units. The units in the cartridge indicator said that it only had 105 units. I called tandem and they insisted that I only loaded 127 units because I had used 22 units by the time I loaded the information to their system for verification. Today (a day later, (B)(6) 2018) I called to follow up because I had used 126 units (according to the pump) and it still showed 105 units in the cartridge. Tandem's response is that I made an error when loading the cartridge and loaded it with cold insulin or overloaded it but it was not an issue. The problem I have is that it seems like a defect in the pump and it is affecting the delivery of insulin because my glucose levels have varied more than usual since this problem started. I want to ask you to investigate this issue that I believe is affecting more users from what they told me.